Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
Unit alarms optical after start up. Device is not usable.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: complaint investigation. According to the complaint description, technical fault tf15 occurred immediately after powering on the device. No alarm sound is generated. Tf 15 stands for ¿buzzer too silent or too loud¿ during self-test. It is important to emphasize that the device was not in clinical use at the time the event occurred. As such, there was no impact on patient care. The logfiles were not provided for analysis; however, a video was provided with the complaint. When the device was turned on, the alarm flashed continuously, there was no sound from the loudspeaker, and tf15 was displayed on the screen. The issue was traced to a defective loudspeaker within the intellicuff device, which was determined to be the cause of fault tf15. As a corrective action, the intellicuff was replaced.